Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID 3057, product type screening device. Device code (B)(4) applies to lead (lot# unknown) only. Eval-code conclusion applies to verify and lead (lot# unknown).

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient felt discomfort from stimulation when sitting down yesterday so they decreased it. The issue was resolved at the time of the report. The next day, the patient said there was difficulty placing the left lead at the healthcare provider's (hcp) office. No further patient complications have been reported as a result of this event.